Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -6.0/+1.0/103 into the patient's right eye (od) on (B)(6) 2023. In a separate surgery that day the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-corneal angels. Claim# (B)(4).